Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated and struts detached. The device was removed percutaneously. It was further reported that the detached strut retained in right pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard recovery filter was deployed for a patient with venous insufficiency. The most superior aspect of the filter was at the level of the l2-l3 intervertebral space. The filter was deployed and was well stationary. On the same day, x-ray of abdominal area showed filter to be well lodged and stationary. Approximately, two years three months of post filter deployment, inferior vena cava filter removal was attempted. A j-was inserted through the needle into the jugular vein, into the superior vena cava through the filter. The wire was passed by the side of the apex down into the left iliac vein. A 5-french pigtail catheter was passed over the wire and passed through the filter. A cavogram was obtained which showed no venous thrombus. An amplatz wire was passed through the pigtail catheter into the left iliac vein. A long dilator and sheath were inserted over the amplatz guide wire up to 4 cm proximal to the filter apex. The dilator was removed. The retrieval cone basket apparatus was passed over the amplatz guide wire and through the sheath under fluoroscopy vision. The cone basket retrieval apparatus was passed beyond the sheath and over the apex of the filter. The sheath was pushed over the cone basket. An anterior-posterior and lateral x-ray view was obtained which confirmed the apex was successfully grasped. One of the arms appeared to be horizontal and possibly transmural. The arm was within the cone and it appeared to be grasped. The cone basket apparatus with filter was then pulled into the sheath. The filter easily released its legs out of the vena cava and into the sheath. The cone basket apparatus and filter were removed entirely out of the sheath. All six legs of the filter were intact. One of the arms, however, was absent. A chest view under fluoroscopy showed the arm in a distal segmental vessel in the right lower lobe. A j-wire was reinserted through the sheath into the left ilial vein. The sheath was pushed to the distal inferior vena cava over the wire. Post filter cavogram was obtained. The wire was removed. Using a contrast through pigtail sheath in the right internal jugular vein, a venogram and cavagram was obtained. There was no intravascular thrombus in the inferior vena cava or within the inferior vena cava filter. A post filter removal cavagram showed no extravasation of contrast. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for filter migration. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2007). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated and struts detached. The device was removed percutaneously. It was further reported that the detached strut retained in right pulmonary artery. The current status of the patient is unknown.